Event description:
Blood pressure monitor failed to work properly while pt was having an anaphylactic reaction. Reading was obtained using alternative means. The bp module was immediately sent to dept for inspection. Test result showed module to be accurate throughout testing. A pneumatic leak was noted at cuff-to-hose fitting.